Event description:
It was reported that the customer fell on their pump and subsequently a cartridge alarm 30 occurred during basal insulin delivery. A new cartridge was loaded to resolve the issue. Customer's blood glucose level was 147 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.